Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing set distal to the air eliminating filter. At 2300, it was reported that the tubing set was being used to deliver tpn with a volume to be infused (vtbi) of 2160ml, for a duration of 17hr, with a 30min taper up and a 30min taper down, via a gemstar pump. No further programming parameters were provided. After an unspecified length of time, the customer contact reported that unspecified volume of air was noted distal to the air eliminating filter. It was reported that the delivery was stopped and the tubing set was purged. After an unspecified length of time, the therapy was resumed. At this time, the pump alarmed for distal occlusion. The tubing set was replaced and the therapy was resumed. No air was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.